Event description:
A pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2012, the pt was injected with 2.0 ml coaptite, lot 1026786. On (B)(6) 2012, the pt developed urinary tract infection diagnosed by urinalysis. The pt was treated with ciprofloxacin starting on (B)(6) 2012; frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
The device history records for lot 1026786 were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.